Event description:
It was reported that the "fiber tip came off during procedure. Removed with zero tip basket". Joules used 56,162. Gland volume 40-60 ml. Time expended 15 minutes. The procedure was completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the fiber/glass cap is detached and not returned; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).